Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI#:(B)(4).

Event description:
It was reported that a nurse noticed dark spots on the luer lock of the 3 ml bd¿ pre-filled normal saline syringe before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Results: a sample is not available for evaluation. A photo sent by the customer revealed dark spots near the leur lock portion of the syringe. From the photo, we are unable to determine if the spots are embedded within the syringe or whether it is loose foreign matter. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 405511b. All inspections were in compliance with requirements. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. The investigation was inconclusive based on the evaluation of the photo provided for this incident.